Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The customer informed the service representative that the flow display showed dashes or a zero and a negative flow alarm sounded. The service representative evaluated the device and confirmed the reported issue. The flow board was replaced to resolve the malfunction and the system was tested. No further issues were noted. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) has not been made aware of any further issues with this device following the repair. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the flow reading of the centrifugal pump system with tubing clamp was intermittent during a procedure, though the rpm was constant. The flow probe was changed by the issue persisted. There was no report of patient injury.